Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported missing flow label, which was verified through visual inspection. Visual inspection found the cause was the direction of flow label missing. The label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had missing flow label. There was no known patient injury or medical intervention associated with this event. No additional information is available.